Event description:
Ethicon clip applier jammed during case after firing. Clips were closing incorrectly and handle was locking up after surgeon squeezed trigger. We decided to open a new device to correct the problem.